Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing the pump¿s air sensor was unattached and falling off. The dso (downstream occlusion) seal was also bubbled. There was no patient involvement and harm.

Manufacturer narrative:
The suspect pump was returned for evaluation. Review of the event history log revealed no findings related to the complaint. A 12-month service history check showed no prior service activity during this period. Visual inspection and functional testing were conducted, which identified a loose air in line detector (aild). The aild and dso seal were replaced. The probable cause was determined to be dso delamination and a loose aild. The device passed all functional testing after repair.